Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients implantable cardioverter defibrillator (ICD) displayed noise / electromagnetic interference (emi) on stored non-sustained high rate (nshr) episodes. Follow up was conducted and it was indicted that the patient had received a shock from an electric fence which caused the emi/noise on the device. The device remains in use. No patient complications have been reported as a result of this event.